Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in his right eye (od) on (B)(6) 2008. The patient reported he lost vision due to the development of a cataract. The lens was explanted on (B)(6) 2013. The cataract was removed and an iol was implanted. The surgeon indicated the cataract diagnosis was made on (B)(6) 2013 and it was an anterior cortical/anterior subcapsular cataract. The patient's uncorrected visual acuity was 20/20 and the prognosis was excellent.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. - lns not returned. Evaluation method: work order search. Results : a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted/removed five years postoperatively to address decrease in va due to a cataract development. After uneventful surgery and iol implantation the patient prognosis was excellent (uva 20/20). According to the dcr, dated on (B)(6) 2013, the type of cataract was anterior cortical/anterior subcapsular and was induced by the device. It should be noted that approximately 6-7% ( sanders dr. "Anterior subcapsular opacities and cataracts 5 years after surgery in the visian implantable collamer lens FDA trial" j refract surg 2008;24(6):566-70) develop anterior subcapsular opacity at 5+ years following icl implantation, but only 1-2% progress to clinically significant cataract, especially high myopes and older patients. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).